Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that while the patient was hospitalized for reasons unrelated to the cardiomems sensor, a swan catheter was placed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 2.5 mmhg. Readings were observed under the manufacturer's patient care network database.